Event description:
It was reported that the pt expired. The date of death was not reported. Per the rptr, the cause of death was sepsis. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Event description:
It was reported that during a hepatectomy procedure, the device would not staple but cut. Upon the first use on a vascular tissue, the device cut without stapling. No consequence. The surgeon immediately clamped the vessel and then used a new stapler of the same lot without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Spring cartridge lock out tab the analysis showed that the atw45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.